Event description:
A hospital reported via a distributor that an rt200 adult breathing circuit could not be connected to the heater wire adapter as the heater wire pin was bent. This was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The returned rt200 adult breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adapter. Results: the reported fault was confirmed. One of the heater wire pins in the inspiratory limb has been found to be split, preventing the insertion of the heater wire adapter plug. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the heater wire pins are formed during production. A split pin would normally be detected by the insertion of the adapter during a production test. It is possible the pin is partially split, passing the test, in the split exacerbated when the user was attempting to insert the adapter during their setup. Our monitoring and trending of bent pins in adult breathing circuits has a rate of occurrence in the last year.